Event description:
In (B)(6) 2025, working like contractor test engineer I identified multiple single-point failure modes within the laser enable/control path that can result in unintended laser emission immediately at power-up, without operator command. Schematic review identified several single-point failure modes in the laser enable/control path that were expected to cause unintended emission at power-up. These predicted failure conditions were subsequently reproduced experimentally by controlled interruption of the relevant components, and the resulting startup emission was confirmed by oscilloscope timing measurement and optical detection. 3. Test results case duration at 400 mw energy (power · time) exceeding vs 2.2 ms limit type 1 >3.5 ms ¿ 1.40 mj ¿ 1.6 × type 2 >5 ms ¿ 2.00 mj ¿ 2.3 × type 3 >25 s ¿ 10 j ¿ 11 364 × manufacturer's limit: 2.2 ms at 400 mw (¿ 0.88 mj). The expected abnormal startup behaviour identified during schematic review was reproduced experimentally by controlled interruption of selected components in the laser control path. Seven units were examined, covering all product versions available to me at the time; in some versions, two units were tested. Pulse duration was measured by oscilloscope, and optical emission was additionally confirmed using the optical sensor/instrument used for manufacturing confirmation of correct product output. 4. Conclusions the observed emissions exceeded the specified limit by approximately 1.6× to more than 11,000×. In the tested fault conditions, unintended laser output occurred at power-on without operator command, and no active warning was observed during the event. This represents a significant safety risk for embryology laboratories and clinical environments.